Event description:
A physician reported a pt had developed redness and blistering four months after a radiesse injection in the tear troughs. The reporting physician did not perform the radiesse injection.

Manufacturer narrative:
Bioform medical conducted add'l follow-up with the physician. The physician who reported this event did not inject the pt, nor were we able to identify the physician that did; no add'l info regarding the device could be obtained. A review of the details reported by this physician led us to believe that an MDR should be filed, even though we are unable to confirm this report.